Event description:
Pt was undergoing laparoscopy. Upon withdrawal of instrument it was noted that the tip of the trocar had fragmented. Attempt was made to retrieve fragment, including pelviscopy without known success. Abdomen was irrigated so the fragment might have been washed out, but that is not documented.